Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0y045, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported by the patient had bladder pain noted on (B)(6) 2015. She was experiencing a lot of bladder pain. She has interstitial cystitis and had a lot of bladder pain. The patient was on pain medication, but was trying to get off of the pain meds. Right now she can ignore the pain, but some days it feels like a bladder infection causing a lot of severe pain. The patient was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information reports there was no trauma/falls that could be related to this issue. Symptoms reported was swollen ankles on (B)(6) 2015. This was consider a gradual change in therapy/symptoms. The pain was being addressed by her hcp (healthcare provider). Patient was reporting a new problem and says that she has had "to go to the bathroom a lot more frequently starting on (B)(6) 2015 and its increased a lot. The patient's ankles were very swollen. She was trying to get ahold of her hcp. She checked with her pp(patient programmer) and the stimulation was on and she lowered it from 0.7 to 0.6. She don't feel the pulses as much now and it hadn't made a difference in the symptoms. Additional information received from the patient reports the steps taken to resolve the bladder pain was nothing. The patient was told to call their doctor. The doctor associated said there was nothing they could do. The patient reported more pain now than before the surgery. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.